Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the cable at the tip of the maryland bipolar forceps instrument broke off. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: immediately after these irregularities were noticed during use, they were corrected. The abnormalities were visible during the use of the instrument as well as during macroscopic evaluation by the assisting team.